Event description:
It was reported that noise was observed on the lead. The noise could not be reproduced by isometrics or with arm movements. The noise was suspected to be due to a damaged lead. The chest x-ray did not show any issues. The patient will be monitored.

Manufacturer narrative:
.